Manufacturer narrative:
Visual inspection of the returned components found that there were scuff marks on both the inferior and superior surfaces around the central notch. One of the two ball bearings and the associated spring were missing and not returned. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The product search history found no other complaints related to the same issue for the part and lot combination of the device. The related product family code for this event was identified as belonging to an issue of missing component, and an identified trend, per the monthly zimmer biomet complaint review process. As such, an investigation was opened for further review. The investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action. The instrument was manufactured before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface shim was found to be missing one ball bearing.